Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a stylet in the lead, the helix was extended with tissue on the helix. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the atrial lead exhibited high/undefined impedance and noise despite multiple positions. The lead was not implanted and another one was used. No patient complications have been reported as a result of this event.